Manufacturer narrative:
Check of the DHR: by checking the DHR of the lot #15at0dr, no pre-existing anomaly was detected on 74 liner l1 manufactured. This is the first and only complaint received on this lot#. Furthermore, 67 out of 74 liner have been already implanted without receiving any additional complaint. Explant analysis explants were not available for technical investigation. However, picture of the explanted liner shows the central peg clearly sheared off and split in two parts. Xrays analysis we received pre-revision xrays dated (B)(6) 2020 and sent them to our medical consultant for analysis. Following, his comment is reported: "the survival of this metal back glenoid is just over two and a half years which is obviously disappointing for all. The plain xray shows the humeral head to be slightly high in relation to the greater tuberosity and perhaps the positioning of the glenoid is a mm or two too low, but these are minor criticisms. As I have mentioned before the failure rate of all (not just lima) metal back glenoids is 4 times higher than all poly cemented glenoids. (Harry d.s. Clitherow, fracsa,*, christopher m.a. Frampton, phdb, timothy m. Astley, fracs shoulder elbow surg (2013) -, 1-7 the effect of glenoid cementation on total shoulder arthroplasty for degenerative arthritis of the shoulder: a review of the new zealand national joint registry ) this article co authored in 2013 and from that time on I have only very infrequently used metal back glenoids in anatomical arthroplasty. The circumstances were where there was severe glenoid deformity that prevented the use of an all poly glenoid. [..] The other factors associated with glenoid failure of both types is young age, male gender and activity level." According to our medical expert, there were two minor criticisms in the surgical position of the implants, but they were not responsible for the failure of the prosthesis. On the other hand, he stated that cemented all poly glenoid would have been a better option for this patient. Additionally, he highlighted that activity level is another risk factor for failure of the liner. As a matter of the fact, tt has been reported that patient felt a weird feeling in his shoulder after trying to start a lawnmower and from then, he started feeling discomfort in his shoulder. Considering this information, we can hypothesize that the action of starting the lawnmower generated a high stress on the liner, leading to its failure. In conclusion, stating that: no pre-existing anomaly was detected on the overall l1 liners manufactured with lot #15at0dr and no additional complaints were received on this lot#; patient started feeling uncomfortable after starting a lawnmower; according to our medical expert, surgeon did suboptimal choices; we can conclude that the event was due to the combination of patient activity and suboptimal surgical choices. Event not product related. Pms data according to our pms data, revision rate due to breakage of the liner l1 standard code 1377.50.xxx (considering breakage due to patient condition, trauma and any factor that led to breakage) is 0.26%. None of these event was judged as product related. No corrective/preventive action implemented for this specific case. Limacorporate will keep the market monitored. Please, consider the current submission as a final MDR.

Event description:
Conversion of smr anatomic system to reverse due to breakage and dissociation of the liner performed on (B)(6) 2020. Primary surgery was performed on (B)(6) 2017. Plastic lugs of the central peg of the liner 1377.50.010 - lot #15at0dr were sheared off and liner became loose. According to the reported information, patient felt a weird feeling in his shoulder after trying to start a lawnmower. From then, he had discomfort in his shoulder. Surgeon reported that rotator cuff was intact upon inspection intraoperatively. Event occurred in australia.